Event description:
It was initially reported that the physician had a handheld that needed to be return as part of the software upgrade procedure as that model does not support the new version of software. When the handheld was returned the return form indicated that the handheld was returned due to it not working well and since the physician had received a replacement handheld. The handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Good faith attempt for more information have been unsuccessful to date.

Event description:
Additional information received that indicated that product analysis was complete of the handheld and flashcard. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.